Event description:
It was reported that towards the end of an atrial fibrillation case, a pericardial effusion was noticed in the patient. When the physician was attempting to put the non-bwi farawave¿ catheter in the coronary sinus, the physician had difficulty confirming the farawave¿ catheter was placed correctly in the coronary sinus. After about 5 minutes, the physician had discovered a pericardial effusion on ice. The pericardial effusion was confirmed via transthoracic echo as well as intracardiac echo. The medical intervention provided to the patient was a pericardiocentesis and about 450ml of fluid was removed. The patient was in stable condition. The only bwi device in use at the time was a soundstar catheter. The caller also reported that at the end of the procedure, when they were disconnecting the soundstar catheter from the carto 3 system, the soundstar catheter became physically damaged. The caller reported that the internal wiring inside the connector had become detached and pulled out of the connector. The caller noted that this is the same soundstar catheter associated with the pericardial effusion. The caller noted that a farapulse ngen generator was in use (pfa case). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).